Event description:
It was reported that a patient who was approx. 3 months post op had follow up images that show two screws backed out of the cervical plate. One (top c3) is backed out 1/3 of the way out. Another (bottom c6) has backed out about 2mm. Surgeon performed a revision to remove the screws and replace with larger screws.

Manufacturer narrative:
At this time no definitive conclusion can be made. Surgeon reported that the patient was a smoker with poor bone quality, which he believes contributed to this outcome.